Event description:
Caller reported that t:slim x2 pump battery would not charge, and the pump screen remained dark. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.